Event description:
It was reported that two pts ((B)(6)) received cornea transplants from the same donor ((B)(6)). Pt (B)(6) had preoperative diagnosis of keratoconus. The pt presented with postoperative acute iritis, dense vitreous debris and membrane formation. Because the mate donor corneal rim culture was positive for enterococcus, the pt was given vancomycin intravitreal injection as a precautionary treatment. Initial diagnosis changed from acute iritis to endophthalmitis after receipt of info about mate cornea positive donor rim cultures. A vitreous sample culture was negative and pt status improved. This report refers to pt (B)(6). Reference MDR # 1119279-2012-00207 for pt (B)(6). On (B)(4) 2012, additional info was received indicating that the corneas had been stored in ivc-12 corneal viewing chambers. Per the reporter, the ivc-12 corneal viewing chambers appeared to be sealed properly, and were described as looking good. No rim cultures were taken from cornea (B)(6). The reporter also indicated that cultures are not routinely performed upon harvesting the corneas from the donor as corneas are non-sterile tissue.

Manufacturer narrative:
Investigation results: the lot history record and the sterilization batch record were reviewed for lot number u7933 and no discrepancies or deviations that would contribute to the reported event were noted. All end-product release criteria were met. The sterilization cycle and parameters met the acceptance criteria. Our investigation revealed that the ivc-12 corneal viewing chamber was manufactured within specifications and there is no evidence of any defect in the sterility records. Based on the current info, the specific root cause of the event cannot be determined. This event was previously reported on manufacturer's report number 1119279-2012-00173 for optisol-gs cornea storage media.